Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported shaft separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.0 x 30 mm trek balloon dilatation catheter (bdc) was observed to have a proximal shaft separation prior to use. The shaft was separated into two pieces. There was no patient involvement with the device. A new device was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.